Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "the bottom of the bag split open during the case and was very flimsy". Additional information received via telephone from customer: the gall bladder was put in the bag using graspers and was in the bag at the time of breakage. It was said that the bag broke most likely during cinching of the bag. It was not known what other instruments were being used. Patient status - no patient injury.

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the tissue bag had a burst near the distal end. Engineering's analysis has determined that it is likely that the tissue bag was exposed to forces that were greater than what the bag material was able to withstand. In the instructions for use (IFU), it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.